Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred after the pump was exposed to water. Blood glucose level was 127 mg/dl. The customer declined a follow up call to ensure alternate therapy was obtained.